Manufacturer narrative:
The event date is unknown and the patient's gender is unknown. Additional information will be submitted within 30 days of received.

Event description:
The report from the sales rep informs that two smartflex stents (6x150 ¿ in the distal sfa) and a (7x150 in the mid-proximal sfa) were implanted to fully cover the target lesion at the superficial artery with a 1cm overlap. The stents were then post-dilated with a 6x40 aviator pta, and afterwards it was noticed that their length shortened to the point that there was now a 4mm gap between them. The stent needed further dilating so he used a 6x80 sterling pta. No injury to the patient was reported. Access was gotten on the right femoral artery, 4 french pinnacle precision access kit and a 6x70 ansel sheath was put in. A stiff angled 260 aquatrack and tempo aqua catheter were used to cross the cto. Changed to 014 all star wire. The entire sfa was predilated with a 5x280 sleek pta. 7f exoseal was used to close the access site.

Manufacturer narrative:
Complaint conclusion: this complaint involves a patient being treated for long segment sfa cto. Two stents were placed in tandem. During the post dilatation process, the stents separated creating a 4mm gap between the stents. In my opinion, the cause of this event is procedural and does not represent device malfunction. Nitinol stents have reduction in length as they are post dilated and this can be accentuated when dilating a longer length stent with a short length balloon as in this case. After the first stent was dilated, the degree of overlap had decreased significantly. To prevent further loss of overlap the operator should have began dilating the stent at the area of overlap first and then move the balloon catheter distally. When using nitinol stents in tandem it is best practice to dilate the first stent before placing the second stent. This will make the degree of overlap much more predictable. If the treating physician chooses to dilate both stents after deployment then it is prudent to use longer balloons centered at the area of overlap. The 4mm gap between stents is a potential future problem. Stent edge restenosis can produce significant stenoses or occlusions when gaps such as this are present. This is particularly true in the sfa because of the kinetics of the vessel. Consideration should be made to place an additional stent across the gap.